Manufacturer narrative:
(B)(4). Added additional information the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device had stopped functioning and an error code 5 was displayed. A probable cause of no activation and an error code 5, is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use.

Event description:
It was reported that during a lap nephrectomy procedure, the device stopped functioning. An error code five was displayed. Unknown how case was completed. There were no adverse consequences for the patient.